Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 19 units compared to the expected 210 units. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not remove residual air from the cartridge. Caller was educated by technical support to ensure air removal from the cartridge before filling, and despite declining to load a new cartridge, decided to continue using the current one.